Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bost411, (3i t3 non-platform switched tapered implant 4 x 11.5mm) for evaluation. Visual evaluation of the as returned product identified signs of use, excessive bone tissue around the implant. No malfunction or fracture identified. Implant matched prints specifications. Caliper used. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2021051410. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021051410 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant and bone fracture. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are attributed to patient factors due to parafunctional habits over the implantation period. Therefore, based on the available information, device malfunction did not occur, and the reported event (fracture implant) was unconfirmed. Additionally, device malfunction and the reported event (bone fracture) could not be verified with the information provided.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that implant along with bone fractured from alveolar process.there was no accident.

Manufacturer narrative:
Zimvie complaint number (B)(4).